Event description:
In 2008, the pt presented with a ruptured thoracic aneurysm and was implanted with another MFR's endoprosthesis devices. During the procedure, the left iliac artery was ruptured by a cook 24fr sheath. The diameter of the left iliac artery was 7-8mm. Two other MFR's endoprosthesis devices were implanted due to the ruptured iliac artery. Before the procedure was finished, the pt expired.

Manufacturer narrative:
No product was returned to assist in our investigation; therefore, we were not able to determine the root cause of this incident. However, based on the info provided, it is possible this incident may have been procedurally related and/or the result of pt anatomy. Our qc dept verifies that the sheath and dilator lumens are free of obstruction 100% prior to further processing. They also verify that the sheath is free of bends, kinks and other surface imperfections. The appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.